Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 5 months after the dental implants was installed in patient's mouth it was verified its non- osseointegration. Forty-five ncm of primary stability was achieved. The patient presented insufficient bone quality/ quantity (bone type iii).